Event description:
It was reported that during follow-up, high pacing lead impedance and non sustained vt due to oversensing of noise were observed. The pocket was opened and when a tug test was performed, the lead pulled out of the device header. The lead was reinserted and the set screw was tightened. The patient is doing well and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.